Event description:
According to the customer, the abl90 flex reported error 1340 during measurement.the customer measured a patient blood sample on (B)(6) 2023 at 1:05,h as the abl90 flex had indicated no error and cal/qc had passed. Suddenly the abl90 flex reported error1340, sc conditioning error and the sample measurement value with a lot of other errors.

Manufacturer narrative:
Investigation of the data logs showed that the sensor cassette at some point had been outside an analyzer for more than two hours or installed in an analyzer which have been turned off for more than two hours. The sensor cassette will function as long as all qc and calibrations are green, but in case off a failed qc or calibration, or if the analyzer is shut down as in this instance, the analyzer will report error code 1340 - sensor cassette maintenance by analyzer has been interrupted.